Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and pass. The receiver will not boot and charge due to device will not power on. Functional testing and receiver download can not be performed because device will not turn on. . Cut open case, inspect hw: fail, inspection reveals red moisture sticker and battery of 0v, will not charge to a higher value.the reported event that the receiver ceased to function was confirmed. A root cause could not be determined.